Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the journey fem impact bumper lt is broken into two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that the during set up or inspection the surgeon stated that this femoral bumper broke. No pieces fell inside the patient. All pieces were recovered. There was no delay in the case. A s&n backup device was available.